Manufacturer narrative:
(B)(4). The report came in a medwatch form, however there is no report number on the form. It is unclear if the medwatch was actually filed with the FDA.

Event description:
Procedure type: unknown. According to the reporter: surgeon using a (B)(4) distention balloon during a surgical procedure on a patient when the balloon ruptured. Surgeon retrieved the piece of balloon from the cavity. No patient injury was reported. No additional info available at this time.